Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were stick. Customer stated they did not press a button down for 3 minutes or longer. Customer sated they had to press down hard sometime no response at all. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer was able to clear the alarm. Up arrow and down arrow allow customer to navigate screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.